Event description:
Two iris retractors broke inside the eye when the surgeon was putting it in. He was using this to open the pupil. The surgeon states he was able to retrieve all the broken pieces. The surgeon spoke with the manufacturer about this product.